Event description:
According to the complainant, during the procedure, the physician noted as he was putting the sensor wire in the ureteroscope, the coating on the wire looked like it was "flaking off" and would not stay in place. The physician successfully completed the procedure with another guidewire device. No patient complications were reported as a result of this event. The patient's condition was reported as "fine." Clinical follow-up: the complaint reporter indicated she did not know the upn or name of the device used in the procedure. Asked if she could obtain this information, she stated she could not. The device has already been disposed of, and nobody else would have this information.

Manufacturer narrative:
The lot number for the suspect device is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Device discarded.